Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. Access was gained through the radial artery. The lesion was located in the mid left anterior descending artery. The 1.5x15mm maverick 2 monorail balloon catheter was advanced to the target lesion where the balloon ruptured at 4 atms on the second inflation. The procedure was completed with a different device. No patient complications were reported and the patient status is good.